Event description:
Reporter indicated a vns patient experienced mild to moderate sleep apnea during a sleep study. When the vns was disabled with the vns magnet, the sleep apnea improved. The vns output current was lowered from 2.0ma to 1.5ma and the patient was referred to an ent surgeon for evaluation of her tonsils and adenoids. All attempts for additional information have been unsuccessful to date.